Manufacturer narrative:
Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the root part of the cutter was found bent and he stopped using it during vitrectomy and cataract combination surgery. The surgery was completed after replacing the probe with another one. There was no report of patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector in a bag for the report. The sample was visually inspected and found to be nonconforming with the probe needle slightly bent at the stiffener. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had a bent needle. The root cause for the bent needle is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes. Although the reported event was reported to have occurred prior to surgery, it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will damage the probe assembly. No action has been taken by the manufacturing site as it appears that the observed bent needle was due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).